Manufacturer narrative:
Device evaluation: the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 73.9cm from iab tip. Additionally the optical fiber was found to be broken within the membrane approximately 4.6cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Additional initial reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # 1075551 h3 other text: device not returned.

Event description:
It was reported that after inserting the intra-aortic balloon (iab), a fiber optic sensor failure alarm occurred. The getinge representative explained the transducer would need to be used instead of fiber optic. The message was relayed to the physician, and they decided to replace the iab. There was no patient harm or adverse event reported.

Event description:
It was reported that after inserting the intra-aortic balloon (iab), a fiber optic sensor failure alarm occurred. The getinge representative explained the transducer would need to be used instead of fiber optic. The message was relayed to the physician, and they decided to replace the iab. The iab was in use for 10 minutes total. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated field: describe event or problem. The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID (B)(4).

Event description:
N/a